Manufacturer narrative:
Continuation of d10: product ID hh90t01 lot# serial # (B)(6); implanted: explanted: product type mobile platform product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding their ptm. It was reported that they had been calling in to have the handset data cleared so that they could bolus in a timely manner. The patient stated that they had been clearing the handset data on their own, however they could not access the ¿myptm¿ application on the handset yesterday, so they had not been able to bolus for the last 14 hours now. The patient saw the gallery, google play store, etc., but not the ¿myptm¿ application. The patient stated that pressing the handset home button was not doing anything. The agent had the patient restart the handset. They were seeing the same screen as they were before. The patient went into the handset settings without being prompted, so the agent obtained the handset serial number. The agent had the patient press the home button again, however the patient was still not seeing the ¿myptm¿ application. The agent transferred the patient to healthcare information technology (hcit) for further assistance. The patient was transferred back to discuss the clearing data steps. The agent reviewed the steps and transferred the patient to their healthcare provider (hcp) so they could consider requesting the written instructions from their hcp office. The patient also mentioned their handset had "went crazy" which was why they contacted mdt today. Additional information was provided from a consumer stated that they needed assistance clearing the data. The patient stated that he saw a 1 near the settings. The agent reviewed how to check, and the message appeared to state to contact it admin. The agent transferred the patient to mobility. Additional information was received from the patient. It was reported that the patient mentioned that they needed to "erase the memory on the phone". The patient was able to do it for some time. The patient mentioned 'I was supposed to hit memory" in the patient data service application. The steps to clear the data were reviewed with the patient. The patient confirmed they were able to see delete data. The patient was able to connect to the pump with no lag.